Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/27/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause. No chemistry/washed strips. No further investigation required. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the test strip was inserted. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Error message appeared again during blood test performed during call on (B)(6) 2017. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date was undisclosed. Adverse event not reported at time of the call on (B)(6) 2017.